Manufacturer narrative:
The oad was received for analysis. The saline sheath was examined and no evidence of thrombus or other material was found. The speeds were tested and the device was found to function during all speeds with no abnormalities observed. The device was turned on and off numerous times with no issues observed. There was no damage or abnormalities noted with the device or its components that would have contributed to the reported event. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), a thrombus occurred. The target lesion was heavily calcified and required multiple attempts to access. The viperwire was passed through a glide catheter and placed distal to the lesion. When attempting to flush the sheath prior to inserting the oad, the sheath was noted to be clotted. The sheath was removed and the guidewire and guide catheter were reversed across the iliac crest. A thrombus was noted in the superficial femoral artery and the procedure was aborted. An anticoagulant was administered and the patient was stable following the procedure.